Event description:
Falsely elevated troponin I results were obtained on a group of patient samples. The result was reported to the physician. Repeats of the same sample were run on an alternate instrument and lower, negative results were obtained. Patients were transferred or admitted to ICU on the basis of the elevated results. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm cassette pump contamination. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed instrument repair procedures. The fse replaced the hm cassette pump and the hm wash tubing. The instrument is performing within specifications. No further evaluation of the device is required.